Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the pump. The insulin pump was received with minor scratched display window, case display window corner, cracked reservoir tube lip, scratched reservoir tube window, and cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 19.0 mmol/l. The customer stated that after being exposed to water the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.